Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect. H3 other text.

Event description:
It was reported that a loose needle was found before use with a bd 1ml tb syringe slip tip. The following information was provided by the initial reporter. "The needle is not properly positioned in the syringe once opened and can be a risk of contamination. Also the protective cap is hard to remove."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose needle was found before use with a bd 1ml tb syringe slip tip. The following information was provided by the initial reporter, "the needle is not properly positioned in the syringe once opened and can be a risk of contamination. Also the protective cap is hard to remove."